Event description:
It has been reported to philips that the system required three reboots before it would fully start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue happened when the patient was prepared for cardiac intervention and the procedure was delayed. The field service engineer (fse) went onsite and confirmed that the error reappears after restarting the system. Upon troubleshooting, the fse found that the generator had been switched off without any apparent reason, even though the power supply was functioning properly. The generator was then manually restarted using the button assigned to the en100 board. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.